Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was offline during today's es v1.7.4 server upgrade due to a power failure. The station was pointed to server eachappses01. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the station needed to be pointed back to the server. A technical support specialist (tss) found that the station was pointing to the old 1.5 server. A query was run on the station database to confirm, and another query was run on the server database to verify that the keys matched. An update query was then executed on the station, followed by a reboot. After the reboot, the station successfully communicated with the new server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was offline during today's es v1.7.4 server upgrade due to a power failure. The station was pointed to server eachappses01. There were no adverse events or injuries reported based on this event.